Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 19-jul-2018 with the following findings: a review of the pump black box data indicated evidence of short battery life illustrated with a 24 count voltage drop leading to a cs 128 alarm on (B)(6) 2018. A test battery cap was used during investigation. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, the pump case was removed and moisture corrosion was found to the cgm module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.